Event description:
Patient reported pump is not working. Patient had also drawn up full dose of medication into 2-50ml syringes. Medication will not be infused within 8 hours. Patient wants to wait for new pump. No adverse events were reported. Unknown if patient has defective device on hand if needed for return. Unknown if md is aware. No further information was provided. Common variable immunodeficiency, unspec.